Manufacturer narrative:
810 nm ophthalmic laser systems are intended to deliver thermal (laser) energy to deliver an insult (burn) to the ciliary body. Conjunctival burns are a known and predicted complication associated with the use of any 810nm ophthalmic laser system (console and delivery device) when used to deliver transscleral treatment. Conjunctival burns are typically superficial and typically pose no long-term threat to the patient (i.e., no adverse effect on patient disease state, no requirement for additional future care). Typically, these burns resolve within 24-48 hours post op without additional intervention. The result of these burns requires no post-operative management nor change to the post-operative medication regimen within the normal post-operative appointment schedule. The most likely cause of the reported adverse event is suspected to be contamination (e.g., blood, tissue or betadine) on the probe tip when the laser was activated. The micropulse p3 delivery device IFU warns that contamination at tip may cause ophthalmic burns: "contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Excessive energy may cause equatorial burns. Heavy perilimbal conjunctival pigmentation may result in local absorption and burns; therefore, avoid areas of heavy perilimbal pigmentation". The micropulse p3 delivery device IFU warns that use in pigmented eyes may cause ophthalmic burns: "heavy perilimbal conjunctival pigmentation may result in local absorption and burns; therefore, avoid areas of heavy perilimbal pigmentation." The user reported that there was pigmentation present in the surgical field.

Event description:
A 37 year old, male patient with a known history of severe primary open angle glaucoma experienced a conjunctival burn in the left eye during treatment with micropulse p3 probe delivery device. General anesthetic was used during the procedure, and no vasoconstrictor was used. A betadine solution was used in the surgical field and the following liquid interface was used, ophthalmic gel. The following treatment was used during the treatment: power settings : 25000 mw-100sx2, sweep speed velocity 31.2%, hemisphere technique and minimal pressure was used while sweeping with the delivery device. There was no subconjunctival hemorrhage or bleeding present in the surgical field during the procedure. There were pigmented legions/dark areas of pigmentation present in the surgical field.